Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one euphora rx ptca balloon catheter to treat a non- tortuous and mildly calcified lesion located in the proximal rca. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Balloon deflation difficulties were reported and the device would not deflate at the lesion site. It was noted that the device was slow to inflate and only half the balloon was filled with contrast. After a 30 second inflation the balloon would not deflate. Patient reported feeling chest discomfort. The balloon was then overinflated to rupture and remove. This action caused a dissection, which was treated with a stent. No other injury occurred.

Manufacturer narrative:
There were no difficulties noted when removing the protective sheath or packaging stylette from the device. The device was not moved or repositioned in the lesion. A 50/50 concentration of contrast / saline was used by the physician. Product analysis summary: a kink was evident on the distal inner 2.8cm proximal to the distal tip. The balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the entire working length of the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon material from the proximal balloon cone to the distal balloon cone. The balloon material was jagged and uneven at the tear site. Lead in scratches were not evident proximal or distal to the tear site. If information is provided in the future, a supplemental report will be issued.